Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that upon power up, the autopulse platform displayed service required, revert to manual CPR. No adverse pt sequelae was reported. No further info provided. Manufacturer requested additional info from the customer; however no info has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and revealed that the top cover, front enclosure and bottom enclosure of the platform were damaged. A definitive root cause for the physical damages could not be determined. Functional testing was performed and confirmed a "service required, revert to manual CPR" (error code 132 - internal watchdog timeout) message, thereby confirming the customer's reported complaint. The error message was cleared by software ap vision3 and the power was cycled (powered on and off) three times with no problems. Review of archive data files indicated numerous occurrences of fault 132; however, no sessions were recorded on the date ((B)(6) 2013) of the reported incident. Based on the evaluation results, the customer's reported complaint was confirmed during functional testing. However, a definitive root cause could not be determined.